Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? What was the surgeon¿s name? Was the device dialed down into the firing range? Did the surgeon hear a crutch noise confirming a complete firing? Was the staple line complete? How was the device removed from the patient? How was the procedure completed? Was the procedure changed due to the donuts not being complete? Was intra-op care changed? If yes please explain: was post-op care changed? If yes please explain:

Event description:
It was reported that during an unknown procedure, the donuts were not complete, they were split. Unknown how the procedure was complete. The was no patient reported at the time of the call. The device will not be returned.